Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 3.2; lab: 2.2. Note: lab draw performed within 10 minutes. Technical support to follow up with customer to return the product for further evaluation.